Event description:
During device evaluation, it was found that the cement on the objective lens of the rhino-laryngo videoscope had peeled. There was no patient involvement associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of this complaint has been identified as component failure ¿ an expected or random failure attributed to physical stress and deformation, with no design or manufacturing issue identified. Olympus will continue to monitor field performance for this device. Should any additional relevant information become available, a supplemental report will be submitted accordingly. Date of event is unknown. Additional information will be provided if available.